Event description:
Co coordinator received complaint from customer indicating a leak found in the tubing and male connector. Leak occurred during pt use. No pt injury has been reported at this time.

Manufacturer narrative:
Sample has been requested but not received for evaluation. Should sample become available, a follow-up report will be filed. Review of complaint history indicates similar issues reported for this product code.